Event description:
Upon initial contact, dental office noted device overheating and burnt pt's mouth. When office was contacted to obtain add'l info, office could not provide any info regarding event and stated that the injuries weren't serious enough to document in their records and that they had no specific details on who the pts were or which dates they occurred on.